Manufacturer narrative:
Medical device: 5086mri52 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the right atrial (ra) lead experienced occasional atrial undersensing during atrial arrhythmias, causing the recorded episodes to be terminated when the arrhythmia is still in progress. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.